Event description:
(B)(4) received notification of an incident involving a bed that (B)(4) imports and distributes. The patient was attempting to get out of the bed when allegedly she fell off and suffered a compression fracture in her spine. The nursing home claims there is no malfunction with the bed.